Event description:
The manufacturer received information regarding a dreamstation auto CPAP, that caused kidney failure to a patient. The patient received replacement device and stated ds1 replacement was also inadequate. The reported event of kidney failure was from this replacement device or from the old device; that was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to manufacturer.

Manufacturer narrative:
The manufacturer received information regarding a dream station auto CPAP, that caused kidney failure to a patient. The patient received replacement device and stated ds1 replacement was also inadequate. The reported event of kidney failure was from this replacement device or from the old device; that was not specified. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, secondary findings was not observed. There was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.